Event description:
Reportedly, the cpr3 programming head of the subject programmer will not initialize, resulting in the inability to interrogate devices. This initialization issue can be intermittent.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the cpr3 programming head of the subject programmer will not initialize, resulting in the inability to interrogate devices. This initialization issue can be intermittent.

Manufacturer narrative:
Preliminary analysis of the returned programmer and cpr3 inductive head showed that there is an interruption of the rs232 communication protocol at the level of one wire in the cable of the cpr3 head. This resulted from an excessive mechanical stress on the wire, most probably related to how the cable was stored. Due to this issue, the connection between the programmer and the cpr3 head could not always be established.

Event description:
Reportedly, the cpr3 programming head of the subject programmer will not initialize, resulting in the inability to interrogate devices. This initialization issue can be intermittent.